Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 59.0cm was returned for analysis. Internal insulation abrasion under the svc shock coil was noted at 17.0-19.0cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of high hv lead impedance.

Event description:
It was reported that a patient presented in clinic after receiving a vibratory alert. Low, out of range high voltage lead impedance was observed. The lead was explanted and replaced with no complications. It was noted that when the lead was removed, a section of insulation was completely gone. The patient was well post-procedure.